Event description:
On (B)(6) 2012, it was reported that during the patient's clinical visit, when trying to interrogate the patient's generator, the patient had several seizures. The patient had recently undergone a battery replacement the week prior and after interrogating the vns and running diagnostics, it was working as it should. The physician believes that the seizures were either from the group home not providing the correct medications on the days prior because the patient had head wounds where he had fallen in the days prior to his appointment, and/or the seizures were brought on by the pain of his incision site being inspected and pressed on when it was still so new. The seizure frequency compared to pre-vns baseline levels was unknown as the patient had just recently had his vns replaced. The patient stayed at the physician's office to see if he stopped having seizures, which he did, and at that point he was released. The interventions taking place were blood tests and to follow-up with the physician in a month. Good faith attempts were made to the patient's implanting hospital for the implant product information, but no additional information has been received to date.

Manufacturer narrative:
.